Event description:
The customer reported cardizem was infusing and the pump was alarming for occlusion. The rn investigated and opened the pump door and found that the pumping segment had bubbled. Nurse reported that no boluses were given and that the cardizem bag was hung on the previous shift. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.